Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the patient's right ventricular lead exhibited noise oversensing. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that the noise oversensing caused pacing inhibition. Programming changes were performed. There were no patients consequences.